Event description:
I had a stroke and a medtronic reveal linq was inserted, during the first week of (B)(6). I consulted with a separate cardiologist the third week of(B)(6), as my visit to the hospital which inserted the linq offered no relief. By (B)(6) the linq had penetrated through my skin and was sticking out.